Manufacturer narrative:
Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
It was reported the coude tip and fin do not align on 14 out of 30 catheters. The fin is 90 degrees off from the coude tip.

Manufacturer narrative:
Device 8 of 14. A2: age: 67 years. A3: sex: male. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number . Reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
It was reported the coude tip and fin do not align on 10 out of 30 catheters. The fin is 90 degrees off from the coude tip.

Manufacturer narrative:
Urinary catheters in question were packed under sap material (B)(4) gentlecath glide tmnn ch12 (1x30pk) us and manufacturing lot # 1h01574 in amount (B)(4) pcs in august 2021.catheters were produced under subassembly lots 1h01341, 1e04168 at machine a097. Tip/funnel alignment should be within tolerance ± 45 ° in both directions according to drawing 60099-b. Test method tm -422. The picture was provided but based on the picture was impossible to determine if the fin is 90 degrees off from the coude tip as claimed by the customer. According to the process instructions g805311 ver 18.0 the position of connector indicator against bent tip of catheter is checked by technician during order set up- 2pcs from each moulding station, recorded in g805311 form 5, and visual inspection with focus on tiemann indicator position was carried out by operators at the beginning of each shift according to tm-422, recorded in g805311 form 3. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lots. The batch record review indicates no discrepancies. Raw catheters were produced at machine a097.machine a097 is equipped by vision system. The key point for installation and setting vision system is to provide a control of all catheters focus on catheters failure: eyelet no punch, hangnail left in eyelets, position of connector indicator and bent tip of catheter. Because the defect was also confirmed on glide tiemann catheters based on received samples within previously reported complaints therefore, the investigation process has been started under related event 1553226, in new module moved under CAPA 1672354, to find out a root cause. Investigation conclusion is that the most significant influence of on catheter twisting has the shape memory gained during winding of the tube on the bobbin after extrusion in combination with ability and disability of catheter tube to relax during further processes and after catheter packing. Recommendation is to assess the change of the process the way that catheters would be cut after extrusion and pre-cut introduced to conversion process in order to avoid bobbin related shape gain and to allow relaxation of tube prior to catheter conversion. This however may be long term solution. As short-term solution, for gc air for men product primarily, recommendation is to introduce sorting of bulk gc low-friction catheters coming in the process of coiling the way that only the catheters with aligned bobbin shape coil and tiemann tip/funnel indicator will be used for this production. The rest of the catheters should be used for production of gc glide catheters where pre-coil of the catheters does not increase the risk of catheter twisting. Tightening of tolerances for inspection of tiemann tip catheters by high-speed vision system is also recommended. Data analysis based on production and set the right offset of angle and tightening of tolerances for tip/funnel indicator control during the catheter conversion was carried out. Tightening tolerances for tip/funnel indicator control on machines a097 and a116 for gc glide was set up in may 2023. Tolerances tightened from -30°÷30° to -20÷20°. Lot in question was produced before the correction was implemented. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.